Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to mesh moving into the bladder. It was also reported that patient underwent mesh excision on (B)(6) 2010 due to mesh moving into the bladder. It was also reported that patient underwent abdominal excision of mesh on (B)(6) 2010. It was also reported that patient had removal of mesh and bulking of urethra on (B)(6) 2011. It was reported that patient underwent bulking of the urethra on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent placement of transobturator midurethral sling concurrently with empathy minitape adjustable sling, partial vaginectomy with colpocleisis of the vagina and site specific colpocleisis repair on 9/22/2010 due to pop, sui and urgency incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to sui. It was reported that patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and patient underwent mesh revision/removal on (B)(6) 2009 due to mesh moving into the bladder. It was also reported that patient underwent mesh excision on (B)(6) 2010 due to mesh moving into the bladder and on (B)(6) 2010 it was reported that patient underwent abdominal excision of mesh. Patient had removal of mesh and bulking of urethra on (B)(6) 2011 and underwent bulking of the urethra on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on 08/07/01 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.